Event description:
On (B)(6) 2025 - we were notified of a patient who had a capsule retained and it was "manually retrieved". Frm-0089 capsule incident questionnaire was sent to the customer to obtain additional information. Completed form was received indicating the patient was hospitalized after having "difficulty swallowing" where the patient "felt the capsule was stuck after the ingestion", the patient was able to swallow the pill after ingestion of a carbonated beverage, but after the capsule was not excreted, patient was readmitted to have a colonoscopy, which was unsuccessful. On (B)(6) 2025, the patient had a surgery to retrieve the capsule. The form indicated the patient had an appendectomy which could have caused the retention. 8/7/2025 - we requested an update on the status of the patient and were informed by the customer that the patient was there for a day or two for post-op and they do not have any further information.

Manufacturer narrative:
On (B)(6) 2025 - we were notified of a patient who had a capsule retained and it was "manually retrieved". Frm-0089 capsule incident questionnaire was sent to the customer to obtain additional information. Completed form was received indicating the patient was hospitalized after having "difficulty swallowing" where the patient "felt the capsule was stuck after the ingestion", the patient was able to swallow the pill after ingestion of a carbonated beverage, but after the capsule was not excreted, patient was readmitted to have a colonoscopy, which was unsuccessful. On (B)(6) 2025, the patient had a surgery to retrieve the capsule. The form indicated the patient had an appendectomy which could have caused the retention. 8/7/2025 - we requested an update on the status of the patient and were informed by the customer that the patient was there for a day or two for post-op and they do not have any further information.